Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient rep complained the patient's implant turned off twice randomly. Patient rep did not know if the battery went to zero or not. Manufacturer representative (rep) educated patient rep on charging frequency and how to assess the battery level using the recharger app. Patient rep says patient currently charge twice a week but also stated when they checked the battery level it was at 60% so they are not sure how full the patient charges to. Rep reports the issue has been resolved. Additional information received from patient clarifying that loss of therapy was not due to normal battery depletion and was truly a random event. Cause remains unknown.